Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the up and down button were unresponsive. The customer's mother stated that they had low blood glucose of 45 mg/dl at the time of incident. The customer's mother stated that they treated the low blood glucose with food and apple juice. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to j2 lcd keypad connector unlocked. Unable to perform functional testing due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.